Event description:
Foreign patient's mother contacted dexcom technical support on 03/21/2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The foreign patient's mother did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).